Event description:
The reporter stated that dobutamine infusion ordered for newborn ((B)(6) weeks gestation) at 0.31cc/hr. The syringe pump was programmed in error at 31cc/hr. Approximately 5 minutes later the pt's heart rate and oxygen saturation dropped, requiring bagging and chest compressions. Epinephrine x2, normal saline bolus, calcium gluconate, and sodium bicarb was given. Baby became and remained hypotensive. Supportive critical care continued.